Manufacturer narrative:
(B)(4). A revision procedure was performed and the associated lead was removed from service and replaced. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations.

Event description:
Boston scientific received information that this patient was brought to the emergency room but does not remember any details and stated he does not think he passed out. The caller stated that the patient was apparently externally rescued, but they could not find the emergency medical technician (emt) report to confirm this. System evaluation noted beeping which was the result of an alert resulting from a shock impedance measurement of 126 ohms. A review of the daily measurements noted the impedance has been trending upwards. Testing was performed which produced measurements ranging from 124 ohms to 167 ohms. The following day, device interrogation noted two events; a ventricular tachycardia (vt) event with anti-tachycardia pacing (atp) and a non-sustained ventricular tachycardia (nsvt) episode. The device had not delivered a shock due to undersensing. The device was programmed to monitor only and the patient was put on a life vest. The patient is on dialysis and is sometimes non-compliant. The patient¿s arrhythmia could have had a lot to do with electrolytes. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant reviewed the episodes and it appears the patient was in vt for some time waffling above and below the detect rate. The rhythm had started to deteriorate prior to atp - which did not change the rhythm and then the signal amplitude was very small. The consultant discussed changing the vt detect rate and sensitivity setting. Attempts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional details are received.